Event description:
It was reported that the pt had a broken rod. No revision surgery had been performed. No complications were reported.

Manufacturer narrative:
No product was returned for evaluation. With the available info, a cause or contributing factor cannot be identified.